Event description:
It was reported that abnormal temperature was displayed. During a surgical operation, an abnormal temperature of 39°c or higher was displayed when an electrocautery scalpel was used with the tsc lead wire and cable connection close to the counter electrode plate attached to the thigh.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Event description:
It was reported that abnormal temperature was displayed. During a surgical operation, an abnormal temperature of 39°c or higher was displayed when an electrocautery scalpel was used with the tsc lead wire and cable connection close to the counter electrode plate attached to the thigh.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "sensor wire too weak". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.